Manufacturer narrative:
(B)(4).

Event description:
Due to oversensing, there was a false automatic mode switching episode. A patient alert was also activated for increased high voltage impedance. During revision, the rv lead was found loose. The lead was reconnected and impedance measurements were good. The patient was stable.